Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: three protectors connected to a vial was provided to our quality team for investigation. After visual inspection, no issues were observed on the membrane of the protectors. It was noted that the first protector was not properly fitted to the vial, the needle had been connected at an incline, piercing the aluminum cap. In the other two samples, it appears the stopper was penetrated off center. Functional testing was performed on these samples and no leak between the protectors and vial occurred. As the needle on the first protector had bent during connection, it could not be properly connected to the vial ; therefore functional testing could not be completed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the sample investigation, it was determined that the protectors were not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that irinotecan leaked from between the bd phaseal¿ protector p14j and vial during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on the sample that needle bent was found the customer found chemo leakage between vial and the protector." "The drug used is irinotecan."